Event description:
Caller states during a correlation study the following coaguchek xs/coaguchek s results were obtained: pt 1:2.3 inr/1.8 inr. Pt 2:3.4 inr/2.4 inr. Pt 3:2.2 inr/1.6 inr. Pt 4:3.6 inr/2.7 inr. Pt5:5.3 inr/3.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. No patient info available.